Event description:
It was reported that pump display had pixel problem that prevented customer from reading screen and interacting with pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.